Manufacturer narrative:
B5: updated with additional information. H6: updated to reflect code 2645.

Event description:
Additional information was received indicating that the product problem occurred on (B)(6) 2020. The product problem occurred during testing and no patients were involved. The device alarmed and then stopped warming.

Manufacturer narrative:
Returned device was received in decent physical condition but the device had a damaged drain valve. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the heater was not functioning properly on the level 1 trauma fast flow system. No patient injury or complications were reported in relation to this event.